Event description:
Distributor returned one custom angiographic kit. The kit pouch contained two inner pouches, both of which should have been sealed, but were not. The outer kit pouch had been properly sealed. The kit was not used. No pt injury.